Event description:
While switching over secondary ivpb, the brain flashed message in red, no alarm, and said unrecoverable error. Then the brain and three modules that were running shut down. Module a was off, module b had norepinephrine infusing, and module c had to-keep-open (tko) line running and module d had tko line running. Brain and all four modules were plugged into power strip on IV pole that other pumps were plugged into. The power strip was plugged into the wall in a normal outlet. The patient remained stable, vitals remained stable and we were able to quickly swap out pumps for new set, and restart the vasopressor.